Manufacturer narrative:
The pod was received with cannula not deployed. Pod download data revealed that it completed only first priming. The pod was deactivated by the user at the end of first priming and before completing the second priming. No issues were found in the needle mechanism assembly that would result in a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the pod never activated and the cannula never deployed.